Event description:
Complainant alleged that while attempting to monitor a (B) (6) female pt for a fever, the device displayed a "lead fault" message. Complainant indicated that clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.